Event description:
It was reported that approximately 48 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available. UDI: (B)(4). Product code: jwh. X-ray: no. Operative notes: no.

Manufacturer narrative:
D10: concomitant devices: ((B)(6)) 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t. ((B)(6)) 200-02-35 - three peg patella 35mm. ((B)(6)) 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5. The product associated with the reported event is within the scope of recall [z-0023-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.